Manufacturer narrative:
Correction: g.1; e.3:"other" selection removed. G.4: 07/03/2018. Failure analysis from the supplier reported: leakage current through transistor q6 on the battery pack circuit board caused a slow discharge of the battery through the fuse f1, slowly melting the fuse instead of blowing it quickly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Failure analysis from the supplier reported: leakage current through transistor. Q6 on the battery pack circuit board caused a slow discharge of the battery through the fuse f1, slowly melting the fuse instead of blowing it quickly.

Manufacturer narrative:
During further investigation, a visual inspection of the li-ion battery assembly revealed no signs of damage or contamination. The battery was installed in an fi test ventilator. The ventilator did not start up and deliver breaths but rather an e/c 1124 ¿ ¿check vent - battery failed¿ alarm occurred. The displayed battery voltage is only 9.37v and the battery current is 0 where nominal is above 14v. The battery flash parameters were read and no relevant differences were found when compared to the further investigation battery parameters. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the customer returned battery had a low voltage and did not charge which triggered e/c 1124. The battery was returned to the manufacturer for further analysis.

Manufacturer narrative:
Device evaluation: the device has been received and is waiting for evaluation. Resolution and disposition: customer replaced the backup battery to address the reported problem. Correction problem statement: the customer reported that the battery was installed correctly and was working fine when it was received. Within weeks the battery failed. Patient/user involvement: the customer reported that there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer states that the battery was defective. This was an out of box failure. The battery was not put into use, therefore there was no risk to the patient for injury or death.